Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high shock impedances of greater than 125 ohms. There was also noise observed on the right ventricular (rv) and shock channels. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that fracture was not visualized via fluoroscopy; however, the decision was made to surgically cap the lead.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Additional information was provided that the lead was fractured, and was scheduled to be surgically capped and replaced.